Event description:
It was reported that within minutes of inserting the intra-aortic balloon (iab), the console generated an alarm and an arterial waveform could not be obtained. The customer also noted difficult during insertion. The iab was immediately replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior. The sheath was not returned for evaluation. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The condition of the iab as received indicated an occlusion in the inner lumen. This can cause difficulty monitoring the waveform. We are unable to determine how this may have occurred. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. We were unable to confirm the unknown alarm. The evaluation confirmed the reported difficulty to monitor arterial waveform. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).